Event description:
Device was introduced and an injection performed. Upon attempted removal, the catheter tip separated. A retrieval device was utilized for removal of the separated segment. Pt has not sustained any adverse effect from this event.